Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch number provided 4229664 was not found for material number provided 382634.

Event description:
It was reported that bd insyte autog bc wing hole noted in catheter. The following information was provided by the initial reporter: here it is. The cracked catheter wasn¿t saved. Let me know if you need any other information. 20 guage placed by this rn. Needle retracted. Prior to advancing the catheter the rest of the way a hole was noted in the plastic sheath because blood was dripping from the hole. IV was dcd prior to advancing. 6 nov: any adverse event or serious injury reported to patient or healthcare professional? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.